Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported issue was unavailable for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
On (B)(6) 2012, the patient provided follow up information to the original complaint alleged on (B)(6) 2011. The patient reported that on (B)(6) 2011 she was hospitalized due to a virus, and that she was also treated for elevated blood glucose (bg) while in the hospital. The patient stated that her bg was 200-300 mg/dl upon admission to the hospital. The patient did not state what treatment she received, but noted that she was in the hospital for five days. The patient and her health care provider (hcp) alleged that the elevated bgs were due to the pump not delivering basal rates. There were no pump defects found upon troubleshooting with customer support, however the pump is being replaced due to the insistence of the patient's hcp. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient's physician left a voicemail for an animas representative alleging that the subject pump was not delivering basal rate. There was no mention of symptoms or medical treatment. Animas customer support made several attempts to reach patient by phone to obtain additional information and troubleshoot the alleged issue; however, were unsuccessful in their attempts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.